Event description:
It was reported the patient's scs ipg became inoperable due to not charging it for about three months. A sjm representative confirmed the communication issue between ipg and external devices. Subsequently, the ipg was explanted and replaced with a different model (manufacturer device database confirmed).

Event description:
Further follow up identified effective therapy was restored post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.